Event description:
A healthcare worker experienced mild burning and stinging with white spots on her right thumb and left hand index finger after removing items from a wet load after a completed cycle. The worker did not seek medical attention and rinsed the contact sites under water. Her symptoms resolved within one hour.